Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test. No button error alarm noted upon testing. Max bolus or basal was set to 0.0 due to functional keypad. Device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had no or intermittent response by button press. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that the buttons were unresponsive. Customer was advised to discontinue the use of insulin pump and revert to backup plan. The insulin pump will be returned for analysis.